Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: error 319, "node 198 is not present at startup, node name: acc in armnet4 usm" the probable root cause of the reported event can be attributed to a damaged/faulty rolling loop harness causing a communication issue on the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to the 319 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have a 319 error was found indicating fault on the usm carriage, confirming the fault occurred in the field. During visual inspection, the rolling loop harness is damaged and misaligned. The complaint was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, the clinical sales representative (csr) called an isi technical support engineer (tse) and reported that mid case and the universal surgical manipulator (usm) 4 faulted and prompted them to disable. Site opted to disable usm 4 and continue with case, tse advised power cycling and hard cycling the patient side cart (psc) when possible. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. Followed up with the initial reporter and no additional information was received.